Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported communication or transmission problem was unable to be confirmed due to the condition of the device. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported communication or transmission problem. It may be possible that an insufficient electrical contact occurred between guidewire and pressurewire x transmitter or a system issue occurred; however, this could not be confirmed. The noted separations were not reported and likely occurred during post-use handling/packaging for return. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, the pressurewire x, wireless device failed to connect to the system and calibration was not performed. The transmitter light was steady yellow. Therefore, the device was not used in the patient and another pressurewire x, wireless device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis found that the device was returned separated 62.5cm from the distal end. There was also a separation located on the proximal tube area where the proximal male connectors are located. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2024.